Event description:
I am reporting a suspected malfunction and potential design issue involving the tandem mobi insulin pump and newly redesigned insulin cartridges. In (B)(6) 2026, I began using a new batch of redesigned cartridges. Shortly after, I noticed abnormal mechanical resistance during tubing fills, including audible squeaking noises from the pump. This issue progressively worsened over time. On (B)(6) 2026, the pump began triggering repeated occlusion alarms (alarm codes 26a and 2a) during normal use. I do not believe these reflected true occlusions, as I followed all troubleshooting steps including changing the infusion set and cartridge. While attempting to replace the cartridge, the pump repeatedly failed during tubing fill and displayed a "bad cartridge" error (error code 30) on three separate cartridge attempts. Tandem diabetes care confirmed this was a pump error and is replacing the device. However, the issue appears to correlate with the redesigned cartridges introduced in february, and not with user error or isolated device damage. The pump has not been dropped or mishandled. This issue may indicate a broader product or compatibility problem between the pump mechanism and the redesigned cartridges, potentially leading to occlusion alarms, delivery interruption, or device failure. I am reporting this to ensure this potential pattern is investigated for patient safety. Blood sugars remain in range as I am diligent with manual injections when my pump has issues.